Event description:
It was reported by the customer that a pyxis anesthesia es system had a disk read error -" will not boot ". The customer reported that the station was down, and the issue persisted even after rebooting the station. The user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialed into the station and uploaded package 10000403209-00 of rss agent 4.10 med and pas package (build 16) to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.